Manufacturer narrative:
Batch review performed on 17 january 2019: lot 148386: (B)(4) items manufactured and released on 10-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 3 years and 2 months after primary surgery, due to pain. The patella was resurfaced and the insert revised.